Event description:
The manufacturer received information alleging a remote alarm device constantly alarming. There was no report of pt harm or injury. The device was evaluated by the manufacturer's service center. The customer's complaint of the device constantly alarming was confirmed, the cable assembly was replaced to correct the issue. During evaluation of the device, the manufacturer determined the device would not operate on ac power. The power jack was found to be faulty and was replaced to correct the issue. The device would operate on battery power.